Event description:
A malfunction alarm identified as malfunction code 16 was reported with the pump, requiring it to be non-resettable. There was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery and was instructed to put the pump into storage mode before returning it. Technical support confirmed the shipping address and arranged for a replacement pump to be sent, advising the customer to return the faulty pump with a pre-paid label within 10 days.